Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by recovering the drawer. Fse checked the configuration, cables, and connections, and found no visible damage. Fse then disconnected and reseated all cables, tested the drawer and all cubies using the test application, and confirmed proper functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failure occurred with main drawer 4.2, accompanied by multiple failures across different cubies. Upon disconnecting and reconnecting the drawer, normal functionality was restored. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.